Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2962 showed 17 other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing connector was unable to be engaged firmly. It was stated that this occurred with 10 devices. This report addresses the tenth device.